Event description:
It was reported that the pulse generator exhibited, telemetry inapproriate measured data. Since the device was past elective replacement indicator and approaching end of life, it was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.